Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the header bag, foil pouch, hemostasis sheath, carrier tube and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and no anchor was visible in the distal tip of the sheath. The sheath and carrier tube were separated but no internal components were noted. A kink was also noted at the blood inlet hole of the locator. The complaint could be confirmed by a kinked locator. The exact root cause could not be determined. The likely cause was determined to have been off axis loading of the locator during insertion into the sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: reporter name: requested, unknown. E1: phone number: requested, unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the middle part of the angio-seal dilator was found to be bent. An attempt was made to deploy it, but it failed and could not successfully stop the bleeding. The physician ultimately achieved hemostasis through manual compression. There was no patient injury or need for medical or surgical intervention. There was no blood loss. There is no direct allegation that the reported device caused or contributed to patient injury or the need for medical intervention. Additional information was received on 10 dec 2024: the procedure being performed prior to the use of the angio-seal was percutaneous coronary intervention (pci). A 6fr sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. During the insertion process, resistance was felt due to the kink in the dilator. The device was not used, and manual compression was employed for hemostasis.